Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an insulin flow blocked event on (B)(6) 2026. The event occurred on the first day of insertion, with the infusion set in use for one day at the lower back site. Upon removal, the cannula was found bent. The patient replaced the infusion set and insulin delivery resumed successfully. No further information available.